Event description:
Per doctor¿s notes: patient was taken emergently to cardiac catheterization lab (ccl) after presenting in the emergency department (ed) with blood pressure (bp) 173/107, troponin 1.095 and electrocardiogram (EKG) showing st elevation involving leads I, avl, v1 and v2. In ccl, patient received left anterior descending (lad) stent placement, but the left diagonal could not be opened. During cardiac catheterization, there was concern for left main disease; iabp was placed. He was then transferred to intensive care unit (ICU) for further care. Around 4am, blood was seen in tube of inter-aortic balloon pump (iabp), rupture of iabp occurred. Cardiology was called and iabp was removed. Patient complained of moderate pain in right femoral arterial site where iabp was placed, otherwise is well. Per report by registered nurse (rn): iabp balloon had leaked and was removed from the right groin around 04:15. Iabp was removed by doctor. Manual pressure was held and the c-clamp was placed for 2 hours. All doctors aware. Vital signs were stable and the patient has not had any chest pain. Later on that same day, patient underwent the following procedures: repair of femoral artery pseudoaneurysm coronary artery bypass graft surgery (CABG) x4 with intra-op transesophageal echocardiography (tee) and placement of swan-ganz catheter on right internal jugular vein. Manufacturer response for intra aortic balloon pump, iabp fiberoptix (per site reporter). Device was given to ccl manager (by observational care unit (ocu) director) who in turn gave it to field representative.